Event description:
When attempting to weigh the patient on the lift weight scale, the lock on the leg supports unhitched causing the legs of the scale to move to the center and the scale tipped over to the side.